Manufacturer narrative:
Evaluation summary: the analysis found that the device was returned with the tissue pad missing. As the tissue pad was not returned, further evaluation could not be performed. However, the cause of this type of damage is currently being investigated. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, there was an error code 5. When checked, the blade tissue pad had come away. No patient consequence.